Event description:
1. Patient report details: the patient claims to have experienced nerve pain after the sylfirm x procedure. The patient has undergone two sylfirm x procedures and claims to have chronic nerve pain around the mouth. We investigated whether there were any customer complaints regarding the same symptoms and consulted with the hospital and viol's key doctor regarding the potential for nerve pain after rf needling. 2. Investigation results: customer complaints: no customer complaints regarding the needle rf device, a viol product, have been filed with viol from the initial sale (june 1, 2010) to the present (december 24, 2025) regarding nerve abnormalities or damage. 3. Key doctor advice: we have requested a doctor's advice by the 22nd regarding the potential for chronic nerve pain after rf needling. We will compile the information and provide a further report as soon as the investigation is complete. 4. Patient's hospital treatment records and consultation: as of december 22nd, we have requested the patient's treatment records from the hospital where the procedure was performed, but are awaiting a response, which will require additional time. We will compile the information and provide a further report upon completion of the investigation. 5. Conclusion: viol's products are designed with conservative parameters compared to other companies, and we take sufficient precautions in the user manual and user training to prevent such adverse events. Furthermore, based on the patient's report, the doctor at the hospital where the patient was treated explained that the patient's symptoms may have been shingles. Shingles can cause permanent chronic nerve pain if not treated within 48 hours of onset. However, due to the lack of detailed information regarding the patient's procedure, it is difficult to determine whether the chronic nerve pain was caused by the rf needling procedure. Therefore, we will compile the information and provide a further report upon completion of the investigation. 6. Further investigation plan: analysis of hospital treatment records, consultation with the performing physician, consultation with key domestic physicians, analysis of adverse events in academic papers and equivalent devices.

Manufacturer narrative:
N/a.